Manufacturer narrative:
Laboratory analysis of the returned ipg did not reveal any anomalies as the ipg passed all tests performed, exhibited normal characteristics, and was able to be charged. Labeling states that the rechargeable stimulator battery should provide at least five years of service. As such, the ipg had been implanted since 2009. Labeling also states that over time and with repeated charging, the battery in the stimulator will lose its ability to recover its full capacity. As a result, the stimulator may need to be recharged more often. The stimulator may need replacement when stimulation can no longer be maintained with regular charging. Absence of treatment and device revision or replacement are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). Troubleshooting was unable to resolve the issue and confirmed there was no communication between the rc and ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was stable postoperatively.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). Troubleshooting was unable to resolve the issue and confirmed there was no communication between the rc and ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was stable postoperatively.